Manufacturer narrative:
Investigation summary: it was reported that the nurse attempted to prime the syringe the plunger became dislodged from the seal. To aid in the investigation, one sample in a plastic bag, with no packaging flow wrap, was received for evaluation by our quality team. A visual inspection was performed. The rubber stopper is at the 2ml mark of the scale and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer is not using the product as intended. This product is designed to push the plunge rod-rubber stopper down. It is not designed to pull back. A device history record review was completed for provided material number 306413, lot number 111614n. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ heparin syringe experienced difficult plunger movement. The following information was provided by the initial reporter: as the nurse attempted to prime the syringe the plunger became dislodged from the seal. It expected that the heparin syringe plungers are sticky and have to loosen it by pulling it out then in. In this case this plunger became dislodged while the nurse was doing this. The nurse got a new heparin syringe and this issue did not reach the pt.